Manufacturer narrative:
The reported issue that there was a heparin error associated with user error could not be confirmed; no product or logs were returned for investigation. No further investigation of this event is possible at this time. No device history or qn search was performed since no source device serial number was reported by the customer. The device was in use for treatment purposes. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
It was reported that a heparin error occurred. Raw data was reviewed and there were no issues with the pump. User error only. No patient harm.